Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step while loading pump. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin, new cartridge, and correct loading steps, and technical support instructed customer to continue filling tubing, disconnect tubing at t:lock, and load and fill a new cartridge, but drops still did not appear, so escalated support arranged pump replacement via service request. Customer reverted to an alternative method of insulin therapy.